Event description:
Blood leakage was observed from bonding area. Then bonding connection was detached.

Manufacturer narrative:
Device evaluation: customer report was confirmed. Only a part of the line without dpt was returned. Pediatric pressure was completely detached from solvent bond joint with three-way stopcock. Indication of bonding solvent was visible on small part of tubing bond area.